Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using the device on a patient and the power driver bogged down so he stopped using it immediately and proceeded to a different method. He stated that the driver bogged down when pressure was applied. The green battery light is indicated on the power driver.